Event description:
It was reported that the battery status has decreased from 7% in september down to 2% in january. Now, the device cannot be telemetered. Technical services recommended replacing the device. There were no adverse patient effects. The device remains implanted.